Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced. Customer's blood glucose was 215 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal. Insulin pump did not pass displacement test.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted and the motor passed motor test. The insulin pump was received with cracked display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.